Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had some links that did not work and could not be operated with the stylus or with a finger, even though they were active. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor and was unable to select icons on the top portion of the display screen. It was indicated that the stylus controller board required replacement. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service. It was further reported that an attempt was made to re-calibrate the stylus which was not successful. It was noted that there was a deviation between the stylus and the cursor on the screen.